Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. Contact reported customer experienced a blood glucose (bg) level of 200 (mg/dl). An injection was delivered to address bg levels. It was indicated that the customer had manual injections available for alternate insulin therapy.